Manufacturer narrative:
Review of the post operative images showed some deviation. The merge appears to have not been corrected by the surgeon prior to accepting. After the remerged images, the mean deviation showed the accuracy to be within tolerance. The IFU recommends to user to verify fusion results and correct if necessary. In that case the automatic fusion was not corrected and surgeon validated it. He did not follow IFU recommendations.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
After a surgery the surgeon reported an inaccuracy of 3mm.